Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used condition, decontaminated and inside in a plastic bag. The samples were visually inspected at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples received did not present any damaged, kink, cut or condition that could cause failure mode. During the functional testing the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed.

Event description:
It was reported that an alarm kept sounding during the use of the product. So the customer changed the pump to another one, but the alarm persisted. He then changed the cassette to settle the alarm. No patient injury.